Event description:
Patient reported infusion set cannula was bent which led to high blood glucose and injection via MDI is used for treatment on (b)(6) 2026.

Manufacturer narrative:
MDR 3003442380-2026-57916 / Initial 2 of 5. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number: Reporting Site: 8021545, Manufacturing Site: 3003442380.